Event description:
It was reported that pump insulin gauge displayed an amount different than what caller expected on a previous day, with pump showing no insulin in cartridge while caller expected around 100 to 108 units and difference was greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, declined email resources, and was instructed by technical support to call back for troubleshooting if active fill estimate issue occurred again, which caller acknowledged.